Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis could not confirm customer comment, no anomalies were found.

Event description:
It was reported that the rapid atrial pacing button is not always responding when pushed. The unit was sent in for repair. No patient involvement or complications were reported as a result of this event.